Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer turned the pump off to troubleshoot the issue and upon turning the pump back on, the pump battery could not be charged. Customer¿s blood glucose level was 270 mg/dl. The customer reverted to an alternate method of insulin therapy.